Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the right ventricular and shock channel. No changes have been made to the ICD at this time and it remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.